Event description:
It was reported that the left ventricular (lv) lead had become dislodged believed to be from a fall. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the full lead was returned, analyzed and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed, the tip seal on the distal electrode of the lead showed evidence of blood ingression. Product ID 1028t52 competitor implantable pacing lead implanted: 2012-(B)(6), product ID 694758 implantable tachy lead implanted: 2012-(B)(6), product ID d224trk cardiac resynchronization therapy defibrillator implanted: 2012-(B)(6). (B)(4).